Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The orthopaedic surgeon dr reported to our product manager that within the timeframe of 1 weeks, 3 broaches handles broke.